Manufacturer narrative:
Supplement #1: medwatch sent to FDA on 10/03/2018. Additional information: device summary evaluation: a visual examination was performed and the shell was noted to be discolored, as it was green in appearance. Brown particulate matter was noted to be covering approximately 60% of the outer surface of the balloon shell. A large tear was noted to be covering approximately 50% of the balloon shell and was noted to be traveling perpendicular to the radius of the shell. The center patch was noted to be discolored, as it was green and brown in appearance. As the device was not received with the fill tube, a sample fill tube was used for device testing. A valve test was performed, and when di water was injected into the device valve, the flow of fluid was continuous and unobstructed. An air leak test was not feasible, as the device had a large tear which covered approximately 50% of the balloon shell. Under microscopic analysis, the apparent origination point of the tear was noted to be have striated edges. Material degradation was noted to be covering approximately 60% of the balloon shell. Brown particulate matter was noted on the inner surface of the valve channel.

Manufacturer narrative:
Medwatch sent to the FDA on 31/jul/2018. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. A review of the labeling notes the following: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: -gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon.

Event description:
Reported as: a patient with the orbera intragastric balloon had complained "of abdominal pain. X-ray was performed and confirmed hyperinflated balloon." The device was removed.